Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the pt experienced exposed mesh, infection, pelvic pain, painful intercourse, blood in urine, vaginal discharge and odor and increased frequency in urination. An excision of partially exposed mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.